Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus would not align with the cursor confirmed to be related to the display screen. The customer comments were also confirmed as the programmer would not power on using a known good ac converter due to a loose part from the main board. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned as it would not power on, tested out of specification during analysis. There was no patient involvement.